Event description:
The customer reported a delayed alarm response when the alarm was acknowledged. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system the customer issue of a delay was observed and stated that the surveillance would not boot after pc restart. The philips field service engineer (fse) replaced the system pc and ran a system setup. The device was operational after repairs were completed and the device was returned to the customer.